Event description:
Literature review: article entitled "functional outcomes following surgical management of pain, exposure or extrusion following a suburethral tape insertion for urinary stress incontinence" was written by g. Agnew published in int urogynecol j (2014) 25:235-239. This article is for a retrospective review of 47 consecutive women who underwent surgical revision for the indications of pain, tape exposure or tape extrusion. Two of these patients had ivs implanted in the original procedure and subsequently had it removed for pain. There was resolution of pain after surgical revision. At the revision or histology, infection was noted for one of these two patients who had ivs implanted. This is for the patient who underwent a reoperation for removal secondary to pain.

Manufacturer narrative:
(B)(4)